Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU after placing the product in the patient, the physician attempted to remove the swg. It was at that time extreme difficulty was met, resulting in ir intervention to retrieve the swg. Risk management was involved at this point. This report was reported with minimal details.